Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Event date has been estimated. It was reported that the patient experienced driveline fault since (B)(6) 2021 and underwent external driveline repair on (B)(6) 2021. The driveline fault persisted after the procedure and during outpatient. The patient was stable as of (B)(6) 2021. Log file analysis captured driveline fault events throughout the log file. The driveline data showed conductors in 2 different phases are in poor condition and possibly fractured. If the redundant conductor in either of the phases fractured the pump would have stopped and may not have restarted. The patient underwent a heart transplant on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed persistent, silenced driveline fault alarms. Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. A review of the submitted log file from (B)(6) 2021 through (B)(6) 2021 found that the pump maintained a speed above the low speed limit without issue. A silenced driveline fault alarm was captured throughout the log file. There were no other notable events captured in the file. The patient was reportedly in stable condition, but experienced persistent driveline faults. The patient was upgraded on the heart transplant list due to the possibility of a pump stop from the driveline faults and ultimately underwent a heart transplant on (B)(6) 2021. It was reported that the pump did not stop while the patient was awaiting transplant. It was reported that vad-61498 would not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for vad-61498 the driveline, serial number (B)(6) , and the repair driveline, serial number (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was upgraded on the transplant list due to possibility of pump stop. The patient was asymptomatic throughout the event. The pump did not stop while the patient was awaiting transplant.